Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that upon loading the 6x suture (4x proximal and 2x distal) into the wire threader, surgeon pull them into the anchor. However, all of the 6x suture didn't move and stuck at the tip. When he try harder, we heard sound and saw it begin to crack at the tip. Hence, he try to pull it out opposite direction to disengage the suture. But, all 6x suture didn't move as it is stuck at the tip of anchor. He had no choice but break the anchor to loosen the suture. He also pull out the stay stitch suture so the remaining of the anchor could be taken out from the handle tip. The complaint device was received and evaluated. The device came along with a green gauze, which is wrapping the broken anchor, as the photo provided by the customer is showing. The distal tip of the inserter has no structural anomalies as well as the wire kite. The sutures were not returned. A manufacturing record evaluation was performed for the finished device 5l23252 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection performed, this complaint can be confirmed. The root cause for the reported issue can be attributed to the handling of the device. As it was mentioned in the event description, the operator loaded the maximum amount of sutures into the anchor, a stuck suture condition was created, leading to a broken anchor. As per IFU 116046: improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the anchor device broke as the surgeon pulled it to disengage the suture. The procedure was completed successfully with an eight to ten minutes of delay. There were no adverse patient consequences reported. No additional information was provided.